Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.